Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that suddenly in the last 5 days, the patient has not been able to stand up, walk, and has been having problems with his thought process; the issue began on saturday. The patient was given a piece of fruit but he couldn't spear it. The patient also is having trouble talking/communicating; he would start to say "I need" and then just stop talking. The stimulation was turned off until the patient can see his health care provider (hcp) tomorrow. Follow-up with the hcp indicated that the patient's tremor was still (B)(4) or better compared to before implant. The patient also fell about one week ago on his chest, but was reported to be fine the next day. The hcp noted that the patient was unable to use his right arm the evening following the sudden onset of symptoms that was previously reported. It was also noted that turning off the stimulation previously did not help the walking and leg weakness but there was an increase in the patient's tremors. A detailed neurologic exam revealed no vocal tremor but a very slow thought process and minimal dysarthria. It was also noted that the patient experienced dizziness, apraxia on his right, memory loss, speech disturbances, wheezing, loss of appetite, abdominal bloating and constipation, back pain, stiffness, difficulty with concentration, poor balance, falling down, excessive daytime sleeping, excessive urination and thirst, and a stroke. It was also reported that the patient is currently in the hospital but no reason was provided. The patient's medical history included asthma, diabetes type 2, high blood pressure, neuropathy, essential tremors, coronary artery disease, hyperlipidemia, copd, sleep apnea, bladder obstruction, and falling that resulted in a hospitalization on (B)(6) 2014.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.